Event description:
Customer reports multiple patients with inr results on the hemochron elite instrument within expected range vs lab stago inr <2.0. Cardio conversion procedures delayed due to inr <2.0. Customer unable to provide exact number of patient events, so 2 MDR reports will be filed. This is report 2 of 2.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.